Event description:
Customer reported the uom setting of their unlocked freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. However, uom was selectable and was received at mmol/l. Errors 015,0204,0300,0800 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.